Event description:
Reporter stated insulin leaked from the connection between the cartridge and infusion set, and the customer experienced hyperglycemia of up to 300 mg/dl as a result. The customer was unsure whether the cartridge or infusion set caused the leak. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the insulin cartridge. (B)(4).